Event description:
Nuvasive received a legal complaint indicating post-operative lock screw loosening and tulip thread damage at l4-l5. Revision surgery occurred on (B)(6) 2014 involving spine level l3-s1 with decompression l3-s1, the l5 pedicle bone screw being replaced and rods replaced with 40 mm pre-bent. Revising surgeon: dr. (B)(6). Facility: (B)(6).

Manufacturer narrative:
(B)(4). No additional info or radiographs confirming the event have been received. Do to the legal nature additional info is unlikely. The root cause of this reported event has not been determined; no conclusion can be drawn.